Event description:
The lay user/pt contacted lifescan (lfs) on 10/16/06 and alleged that his one touch ultra meter had missing segments on the display. Lfs was not able to contact the pt since a contact number was not provided. Lfs sent a letter to the pt. The pt reported that on 10/15/06, around 6:30 pm, he experienced high symptoms (exact high symptoms are not provided) and he took "extra insulin" (amount/type not provided) due to that. The pt thinks he got reading of 27.3 mmol/l (491 mg/dl) and then retested with a result of 17.6 mmol/l (312 mg/dl). He reported that the results were difficult to read since the bottom segments on the display were missing. It is unk if the pt experienced any symptoms after taking the "extra insulin". However, he then ate a couple of biscuits. It would be helpful to know when the pt noticed the segments missing on the display, when he started experieincing "high" symptoms, and exactly which symptoms he had, his diabetes medication regimen, how much insulin he took prior to and during experiencing symptoms, and if he felt better after taking the extra insulin. It is also unclear if the pt experienced hypoglycemic symptoms due to taking the extra insulin and therefore, ate the biscuits later. Although there is insufficient info regarding the events prior to experiencing the "high" symptoms, the pt claims he had difficulty reading the results and took extra insulin and then ate biscuits. Therefore, this complaint is reported. A replacement meter was sent to the lay user/pt.